Manufacturer narrative:
Investigation: used test and analysis equipment: digital camera "panasonic dmc tz8"; fluke 178 trms multimeter. First we checked the resistance of the activation button. Result: the resistance during activation was indefinitely high. Usual is a resistance between 0,5 and 9 ohm. The generator starts with an resistance up to 160 ohm. Batch history review: the manufacturing documents have been checked and found to be according to specification which was valid during the time of production. Conclusion and root cause: the root cause is manufacturer related. Rational: the root cause for the problem is a soiled contact system (snap dome / pcb) of the trigger switch. Corrective action: a CAPA was launched ((B)(4)).

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that the decive stopped sealing.